Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 06-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 06-sep-2025 in the pump history file and found 3 sensor error alert on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 03:38:00.000, 1 changebatteryfault (73) on (B)(6) 2025 13:09:00.000, 2 lost sensor alert on (B)(6) 2025, 2 offnopower (11) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 battoutlimit (6) on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:48:00 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), power loss alarm/battoutlimit (6) alarm and pump error 23 alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert, or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced severe hypoglycemia. The blood glucose value was 22 mg/dl and required emergency medical services dispatch hospital staff treated the low blood glucose event with fast-acting glucose. The event involved product(s) mmt-1884, unomedical,mmt-342g. Troubleshooting was performed and the insulin pump was in use within 48 hours prior to the event, and pump programming was confirmed accurate. The usage of pump of the auto mode feature at the time of the event was not applicable. The customer was unable to complete troubleshooting steps and a carelink upload. The customer no product return was requested for mmt-1884, unomedical, mmt-342g.